Event description:
It was reported that approximately three years ago a nc trek balloon dilatation catheter (bdc) had a rupture. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. B3, b6: dates estimated. D4: the UDI number is not known as the part and lot number were not providedna.